Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient was diagnosed with a yeast infection on peg area after a culture test revealed yeast on peg area. On (B)(6) 2017, the patient was hospitalized and treated with intravenous fluconazole (triflucan), 2 mg / 1x1. On (B)(6) 2017, the peg tube was removed and duodopa therapy was interrupted. On (B)(6) 2018, the yeast infection on peg area resolved and the patient was discharged from the hospital.

Event description:
Additional information received: on (B)(6) 2017, the patient began intravenous antibiotic of sulcid, 1gm, qid until (B)(6) 2017.

Manufacturer narrative:
Reference record: (B)(4).